Event description:
It was reported that the device was displaying the service indicator and that the device would not function. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. The reported failure was verified; however, the component cause was not determined.